Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometimes screen will go completely blank, when insulin pump was downloaded blood sugar readings were not being sent to insulin pump, dark shadow on the screen, buttons were hard to push, unexplained no delivery alerts, grinds when rewinds, has squirted insulin before when priming and battery life diminished changing every 3 weeks. Customer blood glucose value was unknown. The customer declined troubleshooting. The device will not be return for analysis.